Event description:
It was reported that the day after implant of the lead, telemetry showed failure to capture. Interrogation of the device revealed high atrial threshold. The lead had dislodged. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).